Event description:
Healthcare professional reported ¿intracapsular rupture¿ and ¿slight pain on breast¿ diagnosed via imaging. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿intracapsular rupture¿.